Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease'), genital haemorrhage ('excessive bleeding') and urinary tract infection fungal ('infection (bladder/ urinary tract/vaginal) type: urinary tract and yeast') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included blood pressure high. Concomitant products included intrauterine contraceptive device (iud nos) since 2005 and lisinopril since 2015. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain left lower side"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2006, the patient experienced urinary tract infection fungal (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings and brain fog"), feeling abnormal ("hormonal changes describe: mood swings and brain fog"), anxiety ("psychological or psychiatric problems condition: anxiety and depression") and depression ("psychological or psychiatric problems condition: anxiety and depression") and was found to have weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced acne ("rashes or skin conditions type: acne"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with desvenlafaxine succinate (pristiq) and sertraline hydrochloride (zoloft). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, urinary tract infection fungal, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, mood swings, feeling abnormal, anxiety, depression, acne, migraine, headache, weight increased, alopecia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, urinary tract infection fungal, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - in 2005: result-total bilateral occlusion. They look good: they're blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received: lawyer was added. Injury nos was replaced by new specified events; mood swings, brain fog, vaginal bleeding, menorrhagia, genital bleeding, urinary tract yeast infection, pelvic inflammatory disease, anxiety, depression, acne, migraines headaches, dysmenorrhea, dyspareunia, pain,weight gain, hair loss, apareunia. Lab test was added. Concomitant & treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.